Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: a field service engineer (fse) visited the account to address the reported event. During servicing, fse verified the error message per the error and was able to reproduce it. During further evaluation, fse found a bad purge check valve and replaced it. Fse also replaced the uptake check valve as a precautionary measure. Quality controls (qc) and patient samples were run without any errors. The g8 instrument was operating as expected. No further action was required by the fse. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from 03-jun-2017 through aware date 03-jul-2018. There were no similar complaint(s) identified during the searched period. The g8 variant analysis mode operator's manual under chapter 6, troubleshooting, states the following: the 6.3 error messages: when consulting with technical support about a problem, please note the error message and error number. In addition, if you follow the suggested solutions in this section and are still unable to resolve the error, or if you encounter an error message that is not noted, contact technical support. General error messages: with these errors, the assay stops and the analyzer immediately enters stand-by state. The 101 pressure low: the pressure will not rise because the pump is unable to run due to air bubbles in the pump check valve. If the elution buffer is empty, place a new elution buffer and execute reagent change. Next, execute drain flush. See "chapter 5 section 5.5: pump air removal". Execute manual pumping using the pump key in the main screen (second screen), and open and close the drain valve 2 or 3 times. If the pressure rises when the drain valve is closed, the operation is complete. If the pressure still does not rise or stabilize, execute drain flush again. In addition, confirm that the drain valve is securely closed. The most probable cause of the 101 pressure low error message was failure of the purge check valve.

Event description:
A customer reported they were getting a 101 pressure low error message with the g8 instrument. The customer stated that the pressure was 0.0 mpa when the instrument was turned on. The customer tried changing the filter and performing a drain flush twice but the error persisted. The column count was 430. Technical support (ts) instructed the customer to check the waste but it was not full or backed up. The customer was then advised by ts to replace the sample needle but the low pressure error occurred. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.